Event description:
The ball valve is not seating properly. In one instance the thoracentesis was hooked up to a suction bottle and the stopcock attached to the unit in the off position. In another instance, fluid from the pleural space leaked out. There were no consequences or impact to the pt in either instance.